Event description:
Related manufacturer reference number: 2938836-2019-13820. It was reported that infection was observed. Recently device upgrade was noted. The device system was explanted. Temporary pacemaker and rv lead were left outside of the body to provide pacing. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.